Event description:
The customer contact reported the patient received more medication than intended. At an unspecified time, the device was programmed to deliver an unspecified concentration of gemcitabine at a rate of 150ml/hr, with a vtbi (volume to be infused) of 150ml, for duration of 1hr, and the delivery was started. After an unspecified length of time, it was noted that the solution container was empty and the device display indicated that 115ml had infused. The device was removed from clinical service. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation.